Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative on 2018-sep-25. It was reported the patient was having a catheter revision on (B)(6) 2018 related to the previous revision. They were not sure if the patient had a csf leak. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2017, (B)(6), (B)(4); product type: catheter; product ID 8781, serial# (B)(4), implanted: (B)(6) 2016, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving fentanyl (4000 mcg/ml, 1536 mcg/day) via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that at the catheter dye study "today" they were unable to aspirate via the catheter access port, so the hcp did not want to push the dye through "today." The patient had good therapy. There was a bump above where the pin/needle was. It was unknown when it started, but was getting bigger. The surgeon palpated with the patient prone and could hardly feel or see it; when the patient would stand they could see the lump better. With an x-ray, there was a hemostat over it (referring to the pin of the spinal portion of the catheter), and it was right at the connection in the spinal area. The hcp was contemplating exploratory surgery but was concerned about doing it because of the high concentration and dose, and did not know when the surgery would be done. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that it appeared there was a lump that was higher up, indicating there may be a cerebrospinal fluid leak that was not resolved. They would evaluate to see in a month, after the patient healed, to see if further intervention was needed. The issue was not resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. It was reported that the cause of the inability to aspirate was not determined. Surgery was planned but had not yet occurred. No imaging was available. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter; product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative. It was reported that the cerebrospinal fluid (csf) was pooling up in the back. The hcp thought it was coming down from the previous back surgery. He replaced the whole catheter to see if things would improve on (B)(6) 2018. It was unknown if the issue was resolved. The patient was "alive - no injury." There were no further complications reported at this time.

Event description:
Additional information was received from the consumer via the manufacturing representative (rep) 2018-08-21. The rep reported the patient had a small lump over the incision site. The lump was soft, and not painful, but it was continuing to grow. The patient was unable to provide the exact dates that he noticed the lump. The patient was still getting relief from their pump but they were still having pain. The patient was receiving 1763 mcg/day of fentanyl and stated he has never experienced withdrawal. Regarding any environ mental/external/patient factors that may have led or contributed to the issue, the patient denied any falls or other factors. Regarding diagnostics/troubleshooting performed, the healthcare provider was able to aspirate the catheter and did a dye study in the operating room. There appeared to be no leak from the catheter. Regarding interventions/actions taken to resolve the issue, the surgeon opened the spinal incision and found a tissue dehiscence. He was unsure why this occurred. He sutured the area closed and used duraseal in hopes that it would repair. It was unknown if the issue was resolved at the time of the report. The patient's status at the time of the report was provided as alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.